Event description:
July 7, 1998, the pt experienced sudden onset of right-sided hemiplegia and dysphagia and was admitted. Computerized tomography scan showed no intracranial hemorrhage. International normalized ratio was 3.2. Pt made good recovery and has fine motor dysfunction in right hand and residual dysphagia. The valve remains implanted.